Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing was not attached to the connector piece and it was noticed when the package was first opened. At the time of the incident the patient's blood glucose level was 84 mg/dl. Further, the infusion set was replaced, and insulin was resumed successfully. No further information available.